Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) pairing issues due to use of an old pairing code and an incorrect sensor start procedure. No adverse clinical symptoms were reported. Outcomes included troubleshooting and user education that resolved the pairing and restored data display. User support included review of pairing workflow, verification of sensor pairing steps. Investigation of this case revealed user error related to incorrect pairing and sensor start, consistent with use error and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing configuration.